Manufacturer narrative:
Concomitant therapies: multivitamins and spironolactone. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿swelling¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity after initial treatment and duration occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvéderm volbella® xc in the lips, one syringe of juvéderm voluma® xc in the cheeks, and one syringe of juvéderm vollure¿ xc in the cheeks. The patient experienced some swelling in the lips the next day. The same day symptoms were noticed, the patient was treated with hyaluronidase and prednisone by the doctor. The symptoms in the lips resolved. Approximately 11 weeks after initial dermal filler injection, the patient presented with swelling in the cheeks. The same day the event was reported the patient was prescribed prednisone and z-pack by the doctor. No further details were provided. This is the same event and the same patient reported under MDR ID¿s # 3005113652-2018-00833 ((B)(4)) and # 3005113652-2018-00834 (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella® xc.